Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient didn¿t know if their stimulation was set up right because they had been set up for #1 and #4 and the device had not been working properly for them. The patient had an increase in incontinence, was not feeling stimulation and every once in a while, would feel stimulation but not all the time. Stimulation was set at 0.70 and the patient turned it up to 0.80 and could feel it now. The patient thought they may be getting another uti and had had recurring utis which had been a real problem for the patient for the past year. The patient had to monitor the patient programmer battery as the battery level was getting low. The patient was redirected to follow-up with their healthcare provider (hcp) if their symptoms did not resolve, and it was noted the implant had improved the patient¿s incontinence by 60-80%. The patient had a urine and blood test with their primary care doctor on friday. No further complications were reported/anticipated.